Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A company service territory manager (stm) was dispatched to evaluate the unit. The customer reported to the stm that the iabp powers down after minimal run time during setup. The stm verified that the battery in slot two was only showing 28% after being fully charged. The stm replaced both batteries. The stm then completed functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, returned to the customer and cleared for clinical use.

Event description:
The customer reported that the battery in slot two of the cardiosave is not charging / not holding charge. The circumstances under which this event occurred was not reported. However, no patient involvement was reported. No adverse event was reported.